Event description:
Cruz, e. N., williams, j. P., mendelson, s. Worsening of spasticity in a patient with spinal cord injury after intrathecal baclofen pump placement. Summary: this report refers to a (B)(6) male patient. Medical history includes spinal cord injury, c4 tetraplegia (ais d) secondary to a fall. On an unknown date, patient received oral medications including baclofen (manufacturer unknown), dantrolene, diazepam (manufacturer unknown) and tizanidine (manufacturer unknown) (most of them in maximal doses), without improvement in spasticity. On an unknown date, patient was presented with severe spasticity in the left upper and bilateral lower extremities interfering with his daily activities and ambulation. Due to inadequate response to oral therapy, the patient was considered for an intrathecal baclofen (itb) pump placement. A screening test was performed with 50 mcg of itb provided mild relief of symptoms. Intrathecal pump was placed, started with initial daily dose of 75 mcg and later increased to 100 mcg, which immediately triggered severe spasms, lower extremity pain, general malaise, nausea, and vomiting. Workup revealed pump infection. Pump was explanted and patient resumed oral medications. After one year, a second intrathecal pump was placed. On this occasion, patient was started on a daily dose of 100 mcg and titrated up to 1700 mcg. With gradual medication increments, he presented paradoxical worsening of spasticity and disabling lower extremity pain. Infection was excluded and itb system integrity was confirmed with CT myelogram. Intrathecal baclofen doses were subsequently tapered down with partial improvement in spasticity and pain. Pump was eventually removed and patient was started again on oral medications combined with botulinum toxin injections. Patient was then able to complete a rehabilitation program and achieve ambulation with a one-point cane. Author commented that paradoxical worsening of spasticity after implanting an intrathecal baclofen pump represents a clinical challenge. Complications such as infection and itb system failure must be excluded before discontinuing therapy. This case report illustrates that increasing doses of itb could be associated to worsening of spasticity and that some patients may not respond to dose reductions, eventually requiring to discontinue therapy. Reported event: patient¿s dose was increased from 75 mcg to 100 mcg which immediately triggered severe spasms, lower extremity pain, general malaise, nausea, and vomiting. Workup revealed pump infection. Pump was explanted and patient resumed oral medications. After one year, a second intrathecal pump was placed. The literature article was not available as of the date of this report; a supplemental report will be submitted when the article becomes available.

Manufacturer narrative:
Concomitant products: catheter model: unk; serial/lot #: unk, implanted: unk, explanted: unk. The actual event date was not provided; this date is based on the year of publication (day and month unknown). It was not possible to match this event to a previously reported event. (B)(4)